Event description:
This report is based on information provided by service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the dc (direct current) connector is extremely loose. There was no patient involvement and no impact alleged as this was a bench finding.